Manufacturer narrative:
The clinic declined technical inspection of the device and did not provide exact treatment settings used in the procedure. The doctor acknowledged her user error. Investigation attributed the root cause to incorrect technique: stamping on the same spot for too long (instead of pulsing at withdrawal) and rubbing the probe against the dermal plexus, leading to the observed thermal damage and necrosis. The doctor has received a retraining.

Event description:
Necrosis post full thickness burn near the knee post bodytite procedure.

Event description:
Necrosis post full thickness burn near the knee post bodytite procedure.

Manufacturer narrative:
Investigation is ongoing.